Manufacturer narrative:
Concomitant medical products: product ID 3550-39, lot# n243315, implanted: (B)(6) 2010, product type: accessory. Product ID 3 778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
The patient reported she did not recharge the battery for a while and thus it went into overdischarge a month ago. The patient met with a representative to try and revive the implantable neurostimulator (ins) but it couldn't be done. The patient got a new implant as a result. The patient later noted that he had an appointment to see the patient in (B)(6) but the patient cancelled it because she wasn't feeling well. The rep suspected an overdischarge but the patient never re-scheduled an appointment. The patient was on the schedule for replacement in (B)(6). The rep learned of that a day or two before the procedure. The overdischarge was confirmed on the date she was replaced because the device could not be interrogated pre-procedure. The indication for use was non-malignant pain. If additional information is received, a follow up report will be sent.